Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that the patient had a broken lead wire. Both wires of the lead were completely broken near the anchor. It was noted that the patient did a lot of heavy lifting, reaching, and twisting at their job. An impedance test was performed and all of the electrodes were out of range. An x-ray was also taken. A lead revision was performed on (B)(6) 2016 and the issues were considered resolved and the patient status was listed as "alive - no injury" at the time of the report. The patient was implanted for chronic low back pain and radicular pain syndrome.